Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the buttons are not working properly. It was reported that the pump is not exposed to water. It was reported there is no sign of damage to keypad, however, rubber over top button looks really thin.